Event description:
The customer contact reported the device had a burning smell. The device was returned to the biomedical dept with a report from the nurse of a burning smell coming from the device. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was reported that the source of the burning smell was not found or duplicated. No additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.